Event description:
On (B)(6) 2007 - patient underwent mesh implant procedure for right inguinal hernia repair. Patient reported experiencing pain in this area immediately after the surgery to current. On (B)(6) 2009 - patient underwent neurectomy and right inguinal nerve resection. On (B)(6) 2010 - patient underwent exploratory surgery and the md did not find the source of the pain. The patient has received many nerve block therapy injections. The patient now needs a walker to ambulate and is unable to work and is on disability.

Manufacturer narrative:
It was reported that the patient underwent exploratory surgery to identify the source of the pain. Source of the pain was not found and there was no mesh issue or involvement mentioned. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Available information indicates no device will be returned and/or additional information will be provided. We, therefore, consider this report complete to the best of our current knowledge. A DHR review has been conducted. All paperwork appeared complete and accurate.